Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. For functional testing, the interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that prior to use, while at home, the sales representative used the reload with two pieces of sponge foam and was unable to complete the firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. It was also reported that the anchoring suture failed to detach, making it unable to remove it from the sponge. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, while at home, the sales representative used the reloads with two pieces of sponge foam. Of the four reinforced reloads from the same lot used in the same situation, three were unable to complete the firing. Additionally, during four firings, the anchoring suture failed to detach in three of them, making it unable to remove it from the sponge. It was confirmed that the ultra handle could not be squeeze any further, and to be sure, the handle was squeezed even stronger, but still could not squeeze it any further. Upon checking the fired reloads, all three firings stopped approximately 30 mm before the end. There was no patient involved.

Event description:
According to the reporter preoperatively, two pieces of sponge foam were used. Of the four reinforced reloads from the same lot used in the same situation, three were unable to complete the firing. Additionally during four firings, the anchoring suture failed to detach in three of them, making it unable to remove it from the sponge. It was confirmed that the ultra handle could not be squeeze any further and to be sure, the handle was squeezed even stronger, but still could not squeeze it any further. Upon checking the fired reloads, all three firings stopped approximately 30 mm before the end.

Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap (lot#: p4l0902), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#: n5c2347y), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#: n5c2347y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.